Event description:
It was reported that during a normal longevity ipg replacement surgery, the lead got stuck when being placed into the new ipg, and as a result the system diagnostics recorded all high impedances on the lead causing a loss of therapy. Currently 3 out of the 4 leads have effective stimulation restored. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6); batch: 7044360." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7044360." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6797584.